Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was beeping and had low battery warning. It showed that the device had less than three months of battery remaining. Additional information indicated that elective replacement indicator (eri) was triggered. Furthermore, the patient received anti-tachycardia pacing (atp) and shock and then it was not on eri. Boston scientific technical services (ts) explained that it was coincidental to therapy, but it will get to eri again. This device was explanted. No additional adverse patient effects were reported.